Manufacturer narrative:
Product not returned for evaluation therefore, this report is based solely on the information provided by the customer. There was no patient or caregiver injury and no medical intervention required as a result of this event. There have been no other similar complaints received for this lot. Historical complaint data was reviewed and found four total complaints for securement devices for adhesive that is too sticky since 2018. These devices have a complaint rate of 0.007% for this failure year-to-date. The product instructions for use were reviewed and redetermined to provide sufficient instructions for the safe and effective use of the device. Specifically, line #1 of the instructions states "catheter, tube or line should be already placed/inserted". The complaint description describes "mobilizing the PICC line". If the PICC line is moved or adjusted, this could result in improper function of the device. Without return of the device, the reported issue could not be confirmed. At this time, there is not enough evidence to confirm that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
It was reported that: "we received new scratch (velcro) grip lock. They are not practical to use, the surface where to position the hub of the piccline is too sticky. If wings of he hub are posistioned badly from the start, to reposition it, it is very difficult to remove ia and there is a big risk of the PICC line coming out. The papers to be removed to stick the bandage to the skin are also difficult to use and to remove them properly it is necessary to mobilize the PICC line with the risk of leading the PICC line to come out. Consequences during checking of my last dressing, the PICC line of the patient slightly went out."